Manufacturer narrative:
Additional information was added to h4, h6 (update codes), and h11. H4: the lot was manufactured between june 8, 2023 ¿ june 9, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large voume multirate infusor. This issue was described as a affected pump (containing fluorouracil), where none of the fluid was administered. There was no report of patient injury or medical intervention associated with this event. No additional information was available.